Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced a serious injury/adverse event while on insulin pump therapy. Details of the event were not provided. The patient was reportedly "placed in the hospital" due to an adverse event associated with the insulin pump. The reported stated the patient did not trust nor feel safe on the insulin pump and discontinued sue of the insulin pump and began insulin delivery on a backup plan as prescribed by the health care provider. The patient's health care provider reportedly will not put the patient back on the insulin pump. Animas customer support contacted the patient in follow up; no direct allegation of a pump malfunction was made. No further information is available.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: the pump's black box showed that the pump was manually suspended and then deliveries never resumed. The pump was exercised for 24 hours with no issues observed. The recorded total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues.